Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon review, it was noted that the device exhibited far field p-wave oversensing on the ventricular lead. The device was reprogrammed successfully and the patient was stable during and post event.